Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) - patient selection. The starclose se device was reportedly deployed in a mildly calcified common femoral artery. The starclose se device instructions for use (IFU) under precautions states that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states do not deploy the clip in areas of calcified plaque. (B)(4) - failure to follow instructions. Reportedly, an ipsilateral femoral venous sheath was present during the diagnostic heart catheterization. The starclose se device instructions for use under precautions states that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with ipsilateral femoral venous sheath during the catheterization procedure. (B)(4) - indication for use. Reportedly, the starclose se device was used for arteriotomy closure of a 7-french sized access site. The starclose instructions for use state under the indications for use section that the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. Additionally, the starclose se IFU states under special patient populations section that the safety and effectiveness of the starclose vascular closure system have not been established in patients with introducer sheaths less than 5f or greater than 6f used during the catheterization procedure.

Event description:
It was reported that after a diagnostic heart catheterization, through a 7-french sheath, arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device. A 7-french sheath was also present in the ipsilateral femoral vein. Reportedly, after deploying the clip, bleeding continued and an eight inch diameter hematoma developed. Manual arterial compression was applied for 45 minutes and a non-abbott mechanical closure device was applied for one hour and fifteen minutes to achieve hemostasis and to express the hematoma. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.